Manufacturer narrative:
(B)(4). Concomitant devices - item: 00-1050-7004, 3.5 mm 80 degree dfos plate, 5 degree flare, no offset, 4 hole, lot: 171000-c. Item: 00-0903-2650, 3.5 mm locking cortical screw, t15 hex, 50 mm, lot: 162818-j - quantity: 2. Item: 00-0903-2530, 3.5 mm self tapping cortical screw, t15 hex, size 30 mm, lot: 163725-j. Item: 00-0903-2534, 3.5 mm self tapping cortical screw, t15 hex, size 34 mm, lot: 164341-j. Item: 00-0903-2532, 3.5 mm self tapping cortical screw, t15 hex, size 32 mm, lot: 152163-j. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2018-00043, 3006460162-2018-00045, and 3006460162-2018-00046.

Event description:
It has been reported that following a surgical procedure to correct a valgus deformity of the distal femur, the implanted plate was found to have subsided into flexion. The patient underwent a revision procedure where it was discovered that three distal locking screws had bent. No additional patient consequences were reported.

Manufacturer narrative:
This follow is being submitted to relay additional information. Updated: device manufacture date updated 01 oct 2016, (B)(4). Complaint sample was returned for evaluation. Reported event was not confirmed. There were no process deviations that would have contributed to the failure. There were no recent design changes prior to manufacturing. There were no recent design changes prior to manufacturing. Risk management file review was deemed appropriate. Root cause was unable to be determined.